Event description:
It was reported that the driving platform broke off this impactor during the impaction of the acetabular cup. It was inside the patient and any piece fell inside the patient. An s&n backup device was available to complete the procedure.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured at the weld connection joint between the shaft and handle, rendering it inoperable. All pieces were returned. The device was manufactured in 2012 and shows signs of extensive wear/usage. This failure was likely due to fatigue loading of the weld joint caused by repeated impacts. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the driving platform broke off the r3 straight shell impactor during the impaction of the acetabular cup. Device was inside the patient and all pieces were recovered. An s&n backup device was available to complete the procedure. A delay of less than 30 min was reported.